Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Out of range impedances measurements were reported via home monitoring. Lead impedances have dropped from 500 ohms to 200 ohms. It is reproducible with postural testing. No noise was evident. Other values were normal. The lead remains implanted.